Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, relevant tests/laboratory dates: estimated date. It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the shaft of a 3.25x12mm nc trek balloon dilatation catheter broke during use. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the balloon catheter encountered resistance with the anatomy and/or guiding catheter resulting in the failure to advance and the difficulty to position. Further manipulation of the device, against resistance likely kinked the shaft, resulting in the shaft separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
Subsequent to the previously filed reported, the following additional information was received: resistance advancing the 3.25x12mm nc trek balloon dilatation catheter (bdc) was felt with the guide catheter and possibly anatomy. The proximal shaft separated outside of the anatomy; therefore, the device was simply withdrawn. The procedure was successfully completed with another unspecified bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.